Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to false air in line alarm. Service evaluation verified the false air in line alarm. The cause was identified to be out of specification ultrasonic sensor fluid numbers. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false air in line message. There was no patient involvement. No additional information is available.